Event description:
During dilation case, two different acclarent balloons were leaking where the balloon attaches to the device while the surgeon was operation. Both balloons had different lot numbers.